Event description:
Upon completion of a study, the table-side controls switch for the cas-200a was removed from the catheterization table and placed face up on the table to faciliate the transfer of the pt to the stretcher. Allegedly, at this time the c-arm moved in the rao direction on its own. The tv camera head, which is mounted on the c-arm, briefly made contact with the pt. The pt was safely removed from the table without injury. Allegedly, the operator received a minor bruise on the back of his hand. The c-arm continued rotation which resulted in damage to the table top.